Manufacturer narrative:
Analysis of the system controller log file provided by the hospital confirmed elevations in pump power; however a specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation with the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. The submitted log file contained data from (B)(6) 2017 through (B)(6) 2017 and elevations in pump power and estimated flow were noted towards the end of the log file. Additionally, a low flow alarm was captured on (B)(6) 2017 when the estimated flow dropped below the threshold of 2.5 lpm. Despite the fluctuations in pump parameters, no other atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months.  The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient reported device power elevations. The patient¿s lactate dehydrogenase (ldh) increased from 300 u/l to 900 u/l. Log file analysis completed by the manufacturer¿s technical services representative revealed power elevations. Additional information was requested, but was not provided.